Event description:
Potential for injury associated with a ct7a crossfire manual wheelchair that has broken wheel locks. This issue could cause the chair to be unstable and cause unintended/erratic movement which could injure the user.